Manufacturer narrative:
PMA/510k: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use; device discarded

Event description:
The customer reported four (4) false negative results with the ID now covid-19 2.0 assay for multiple patients performed on (B)(6)2023 . This MFR. Report addresses patient four (4) of four (4). The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6)2023 on an unknown sample type. Confirmation testing was not performed. The customer stated the patient was symptomatic and had been exposed to infected family members. Although requested, no additional information including patient treatment and outcome was provided.

Event description:
The customer reported four (4) false negative results with the ID now covid-19 2.0 assay for multiple patients performed on (B)(6) 2023. This MFR. Report addresses patient four (4) of four (4). The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on an unknown sample type. Confirmation testing was not performed. The customer stated the patient was symptomatic and had been exposed to infected family members. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m216865 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m216865, test base part number 192-430 / lot m216865. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m216865 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.